Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: component code, type of investigation, investigation findings and investigation conclusions have been updated. Additions to sections h6: component code and type of investigation. Corrections to sections h6: investigation findings and investigation conclusions. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation. The returned device was visually examined prior to decontamination and revealed the following: curvature of the sheath shaft and introducer shaft, liner expanded for approximately 4.5in starting from the distal strain relief and followed by an unexpanded segment for about 0.5in, liner torn starting at 4in from the distal strain relief (1.5in in length) and remaining liner expanded as designed, distal tip torn radially and axially with hdpe stretching along distal tip tear, and all score lines present with soft tip damage (deep scratch marks present on distal shaft). The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imaging was provided and revealed that the patient's right access vessel had the presence of tortuosity, calcification and undersized vessel dimensions. Imagery of the esheath+ post procedure also confirmed the reported resistance, liner tear and sheath not expanding. In this case, the complaints of sheath distal tip torn, sheath does not expand, sheath liner torn and difficulty advancing through sheath were confirmed per provided imagery/returned product evaluation. The provided 3mensio report confirmed the presence of calcified, tortuous, and undersized anatomy, and it was reported that ''a high push force was also required to remove the system''. The failure mode is characteristic of sheath tip tear events related to the tip scoring process. Previous investigation indicates that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. Tortuous patient anatomy can exacerbate interference between valve and sheath tip by promoting non-coaxial alignment between devices, which can cause the valve struts to catch onto the sheath distal tip, increasing resistance during advancement, and tearing the tip. Calcification can also impact proper tip expansion by creating a restricted/constrained condition at distal sheath shaft, increasing resistance during system advancement and tearing the tip. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can impact proper tip expansion by creating a restricted/constrained condition at distal sheath shaft, increasing resistance during system advancement and tearing the tip. High withdrawal forces during retrieval of ds/crimped thv may exacerbate the tip tear if compounded with non-coaxial withdrawal angles. In addition, evaluation of the returned device confirmed the presence of a torn liner segment that was also adherent to the seam (unexpanded). This failure mode (sheath not expanded with liner tear) may be related to improper expansion of the sheath during delivery system advancement. This may result from variation in the seam forming process during manufacturing. While a definitive root cause is unable to be determined at this time, available information suggests that factors related to the manufacturing process (variable sheath liner expansion), patient factors (tortuosity, calcification, under-sized vessels) and/or procedural factors (high withdrawal forces) likely contributed to the event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a right-side transfemoral tavr (transcatheter aortic valve replacement) procedure with a 20mm sapien 3 ultra resilia (s3ur) valve in the native aortic position, there was resistance noted when the 14fr esheath+ was inserted at the mid-iliac. The esheath+ was removed and a 16fr dilator inserted fully into the right femoral artery. The esheath+ was then re-inserted without any resistance, however there was resistance advancing the s3ur valve (loaded on the 20mm commander delivery system) through the esheath+. There was continued resistance when the s3ur valve exited the esheath+ and moved across the aortic arch during final positioning. Nevertheless, the s3ur valve was aligned and deployed without issue. A high push force was also required to remove the system. Per provided imagery, the esheath+ liner was also torn. Per report, there was no patient injury and a blood transfusion was not required. Per provided imagery, the esheath+ liner was torn. The initial inspection of the returned device also revealed that the distal tip was torn radially and axially.